Event description:
The customer contact reported loss of suction. At an unspecified time, it was reported that when the healthcare professional attempted to suction the patient, loss of suction was noted. The device was replaced. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.